Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that rare occurrences of atrial undersensing were noted on the right atrial (ra) lead. It was noted some atrial tachycardia / atrial fibrillation (af) episodes were falsely classified as terminated with atrial events falling in blanking. The ra lead remains in use. No patient complications have been reported as a result of this event.